Event description:
The patient reported the surgeon implanted a 12.1 mm micl12.1 implantable collamer lens in 2006 in her left eye (os). The patient had been prescribed eye drops for at least three consecutive months due to high pressure inside eye. The lens remains implanted. Additional information has been requested, but non has been forthcoming. If additional information becomes available, a supplemental medwatch report will be sent.

Manufacturer narrative:
Evaluation: other - a lens work order search was performed and no similar complaint was found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined.